Manufacturer narrative:
(B)(6). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Patient presented with impaired healing at the incision site. Patient underwent wound revision on 10/31/23. Treatment included wound revision and unknown antibiotics.patient is reported to be doing well.